Event description:
A surgeon reported noticing more edema and inflammation in patients who have laser assisted cataract surgery. The surgeon prescribed topical steroid eye drops to reduce the inflammation in those patients. The surgeon noted that the pre and post - op endothelial cell counts are normal.

Manufacturer narrative:
Corneal edema after cataract surgery can be caused by various factors. There is insufficient information regarding the patient¿s ocular history and detailed events surrounding the occurrence. Laser and ultrasonic settings are user defined/controlled and modified by the surgeon. Therefore, contributing factors to the event may also include surgical technique or patient corneal pathology. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Based on quality assurance (qa) assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).